Event description:
The customer reported that the system would not boot up to all arrows, the collimator iris was too large. The system displayed an interlock failure, and the workstation needed to be rebooted.

Manufacturer narrative:
(B) (4). The ge svc rep rebooted the workstation and c-arm. The system is working as intended. (B) (4)